Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was in a procedure to be implanted with a new implantable neurostimulator (ins) and extensions on (B)(6) 2015 after the infection from november had healed. It was going to be placed in the abdomen, but no ins was placed nor opened, as the surgeon did not get that far. While the surgeon was shaving the patient for the new extension implant, the surgeon saw a lesion or skin tag behind the right ear and opened the area surgically and said it did not look good. It looked like the infection had moved up from the device pocket to the extension part that had not been removed. The surgeon thought the partial removal of the extension was fine as it had not appeared the infection had advanced that far. The surgeon felt he must have been incorrect about the infection not being to the point of the extension. The new extension surgery was not done and no new extensions were opened or used. However, the surgeon did remove the partial left in extensions and capped off the leads. The surgeon thought he may have to remove the leads due to the infection as well, but wanted to wait and see if the antibiotics prescribed would heal the infection first. Multiple cultures were taken at the extension site, but no results were available yet.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient fell and bumped their implantable neurostimulator (ins) at times and that created a seroma. The infection at the ins pocket was diagnosed on (B)(6) 2014, but the patient had waited two weeks before notifying their healthcare professional (hcp). The patient had symptoms of redness, swelling, drainage, and pocket erosion. The patient did not have meningitis. A culture of the device pocket was obtains and staphopi was cultured. Oral antibiotics and a partial device system explanted were required. The patient's infection had resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va07gd1, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the device had been explanted. No other information was reported.

Event description:
It was reported the bottom right corner of the pocket was red, swollen, and the skin had ¿erupted¿ and had a yellow discharge coming out. The doctor started the patient on antibiotics and an explant of the implantable neurostimulator (ins) and extensions was planned. They were going to try and preserve the leads if possible. It was planned for some time during the week after report. The patient status at the time of report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.